Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 16 mmol/l at the time of the incident. The customer called in to state she was having issues with her reservoir because 6 out of 10 from the same batch were forming large air bubbles. During troubleshooting, the customer was unable to remove the air bubbles and was instructed to change the set; the air bubbles did persist after the set change. The reservoir will be replaced. The reservoir will be returned for analysis.